Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced red heart and pump stop alarms. The patient stated that this happened when he was switching from battery power to tethered support (connecting to the power module). He then switched back to battery power and exchanged the patient cable. The alarm occurred again when the patient connected to the power module. The patient then stayed on battery power and did not have any further alarms. The patient was asymptomatic. The patient was given an ungrounded patient cable. Approximately 2 months prior to this event ((B)(6) 2014) a percutaneous lead repair had been performed.

Manufacturer narrative:
The percutaneous lead replacement described in this section was reported under MFR. Report # 2916596-2015-00039. Approximate age of device ¿ 11 months. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Corrected information. Motor stop events and low flow and low speed hazard alarms were confirmed based on the evaluation of the submitted log file. The events appeared indicative of a driveline issue; however, a driveline issue could not be confirmed without an evaluation of the driveline. The patient was placed on an ungrounded patient cable and no further issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.